Event description:
The patient reported at first the power cord was getting very hot. The monitor could not be powered. The carelink monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Corrosion and contamination found on the printed circuit board assembly.